Manufacturer narrative:
During the device inspection, the arjo technician did not find any faults. The reported unintended movement issue was not recreated. The technician only inspected and reset the bed, and it was working as intended. The customer's allegation was not confirmed. The instruction for use for enterprise 9000x (746-591-en) recommends using "the function lockout on the attendant control panel to prevent unintended movement in situations where objects may press against the patient's controls". While no fault was found and the issue could not be reproduced, the incident may have been caused by external mechanical interference with the control panel. However, the hypothesis that the issue was caused by accidental activation of the controls due to external mechanical interference could not be confirmed. The arjo device did not fail a specification since no malfunction could have contributed to the alleged movement of the bed. There was no indication of patient involvement. No injury was sustained. The complaint was deemed reportable due to the allegation of unintended bed movement (the bed was rising and lowering without any command given).

Event description:
Arjo was informed about the event involving the enterprise 9000x bed. The customer reported that the bed was rising and lowering without pushing any buttons. There was no indication of patient involvement. No injury was sustained.